Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The service technician confirmed the power switch overlay was replaced to resolve the reported issue. No abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 2 procedure to prevent failure: blower assy., lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. The unit was checked overall, cleaned, run and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported light emitting diode indicator faulty. The device was not in clinical use at the time the issue was discovered.